Manufacturer narrative:
The lead was discarded after procedure. Lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead was exhibiting high pacing thresholds and x-ray showed lead dislodgement. During the revision procedure helix would not extend while being repositioned. Lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.